Event description:
During a treatment procedure to place a greenfield vena cava filter, deployment difficulties were encountered. This device was inserted via a femoral access site. The physician attempted to deploy the filter, but the handle did not operate. Subsequently the physician met strong resistance while removing the device. It was noted that the filter had moved out slightly from the carrier capsule. The greenfield vena cava filter device was exchanged for a cook gunther tulip vena cava filter and the procedure was successfully completed without complications for the patient. Patient status is reported as 'fine'.